Event description:
During surgery, poly extractor became to use difficult to use due to the clamp's teeth not moving forward to grip liner. Update: (B)(6) 2014 - new information from analyst was received changing decision to MDR yes.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned item confirms the observation; the tip is broken and missing. The root cause is attributed to misuse; manipulating the extractor when engaged. The vendor date code of j0610 indicates the instrument was manufactured in june 2010. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.